Event description:
It was reported "water released out side of the packaging when demonstrating the product to the customer.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1718761 and manufacturing lot #0h03310 in c2 in august 2020 in amount 105 600 pcs on packaging machine p006. Several tests are carried out by operators as in-process inspection to test packaging integrity - peel pack tightness, width of weld and burst test. According to g905704 ver15.0 : point 5.11.1- burst test according to tm-409. The burst pressure must be greater than lower tolerance limit. Point 5.11.2 ¿ tightness test. Air bubbles cannot escape from peel pack within 10 sec of testing time. Point 5.11.4 ¿ width od the peelpack weld. The weld must be at least 3 mm. Results of inspection are recorded in relevant forms g905704 and g906995. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material, paper and foil, was used during lot production. Certificate of analysis and coc issued by the suppliers were inspected by our incoming inspection and released to the production. No nonconformity related to the complaint issue reported had been registered during the production process of the mentioned lot. No other complaint of this nature has been received on glide catheters from 2017. The issue is considered as isolated. No further action are required. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.